Event description:
During the facility annual license medicare/medicaid survey, conducted during the week of 6/11/96 through 6/14/96, two residents were noted to have been injured as a result of bed rails. These residents required transfer to the hosp for medical treatment. There were no deaths from these injuries. Review of the maintenance records noted 17 instances of broken bed rails. Review of the bedrail, for one of the residents who sustained an injury was noted to be partially broken.